Manufacturer narrative:
The device was not returned to mmdg for investigation. Based on the information provided by the initial reporter, the pump appears to be infusing at a rate that mmdg would consider reportable. This report will be updated if any new information is made available.

Event description:
The initial reporter stated that the patient is reporting that their tpn infusion was ending about 45 minutes before it was scheduled to be complete. The initial reporter also stated the patient had no delay in therapy and that there had been no medical impact to the patient. (B)(4).